Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and did not receive no delivery alarm. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated that there was a champagne size air bubble during fixed prime process. The insulin pump will not be returned for analysis.